Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Initial reporter name: unknown/not provided. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that black-string-like substances were observed after the intraocular lens (iol) was implanted. It is unknown if the substances were attached to something or not. The procedure was completed successfully. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR report, the section d7, was inadvertently answered as "unknown/not provided" which is incorrect. Since the lens remains implanted and there is no indication that the lens was removed/explanted; therefore, the information has been corrected in this supplemental report. Section d7: if explanted, give date: section d7: if explanted; give date: not applicable, the lens remains implanted. Device evaluation: the reported foreign material as black-string-like substances was received inside a plastic bag attached to a gauze with scotch tape at the manufacturing site for evaluation. Also, a video was received in the bag. No product was returned for evaluation. As per information provided procedure was completed successfully, the lens remains implanted. The foreign material was sent to an independent laboratories for further analysis. Upon evaluation of the video provided by the customer, the implantation of lens was observed. During the delivery of the lens into the patient''s eye, there was no foreign material observed inside the eye or delivered into the eye with the lens, it was observed outside close to the insertion cut when the device was removed after lens was implanted. A black-string-like substance was retrieved from the corner of the eye. Independent laboratory evaluation: based on the independent laboratory''s analysis, the foreign material was transferred to an infrared transmitting substrate and analyzed in transmission mode using a perkinelmer spectrum spotlight 200 fourier transform infrared (ftir) spectrometer equipped with a microscope. The analytical spot size was approximately 100 microns x 100 microns. Perkinelmer spectrumir software was used to perform data analysis. Ftir analysis indicates that the foreign substance is consistent with a cellulosic material (e.g. Cotton, rayon, lint). Through the manufacturing process there are various process controls steps that will identify and discard a unit with foreign material, (cleaning processes, visual inspections (microscopes 10x), environmental controls (clean room class 6), manufacturing processes executed on laminar flow hood (iso 5), visual criteria certification). Based on the evaluation performed, the manufacturing process have controls to identify and discard units with foreign material. Also, the manufacturing record review and sterilization record review show that the product was made and sterilized according specification and parameters established in the procedures. Since there is no sample (lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.